Manufacturer narrative:
Upon further review of product information, it has been concluded that this construct is asr. Unknown polyethylene liner would not have been implanted with this construct. This product was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). Representing surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision related to adverse local tissue reaction.